Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Picture three revealed a small tear in the cuff. Sample pn:100/860/075 functional testing was done with injecting air into the cuff and then submerging under water, which revealed air bubbles and failed. The engineering practice reviewed prior to leaving the facility passed all inspections at 100%, therefore the leak is believed to occur after leaving the sme testing site.

Event description:
Investigation completed.

Event description:
Investigation completed and summary in h10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Picture three revealed a small tear in the cuff. Sample pn:100/860/075 functional testing was done with injecting air into the cuff and then submerging under water, which revealed air bubbles and failed. The engineering practice reviewed prior to leaving the facility passed all inspections at 100%, therefore the leak is believed to occur after leaving the sme testing site.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) leaked. This was discovered during the use of the product, the customer noticed air was leaking from the cuff. No patient injury.